Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/sensor error/brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the reporter, on approximately (B)(6) 2025, the patient was hospitalized due to sensor error. The blood glucose reading was 13.0 mmol/l. The patient¿s ketones values were 6.1 mmol/l. The patient experienced vomiting and almost experienced diabetic ketoacidosis. The patient was treated with IV insulin. At the time of the report the patient was feeling well. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.